Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. Customer's blood glucose was 149 mg/dl. The customer also stated her sensor was alerting her that she was low when she wasn't. The customer also stated she has not been using her sensors for months under the advisement of her healthcare provider. No additional information was provided.